Event description:
It was reported that during a lap anterior resection procedure, while the scrub nurse was cleaning the jaws of the device, the inactive clamp arm pad partially came off. This was towards the end of the case after prolonged use and activation. The scrub nurse activated the device in water and used a dry swab to wipe the jaws clean. The case was extended by 10 minutes. The case was completed with a same like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.